Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/coils were embedded in uterus"), device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no: 20185637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (dates of live births: on (B)(6) 2001, on (B)(6) 2004, on (B)(6) 2006, on (B)(6) 2009), cesarean section and preterm labor. Concurrent conditions included obesity, hypertension and seizures. Concomitant products included norethisterone (micronor) from on (B)(6) 2009 to on (B)(6) 2010 for contraception as well as naproxen since on (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain / pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and nausea ("nausea"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia") and weight increased ("weight gain"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced mood swings ("mood swings"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and rash ("rashes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), hypersensitivity ("allergic reaction"), fatigue ("fatigue") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), paracetamol (tylenol), bismuth subsalicylate (pepto bismol), surgery (surgical removal of coils). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, hypersensitivity, fatigue, urinary tract infection, migraine and weight decreased outcome was unknown and the dyspareunia, headache, mood swings, vaginal haemorrhage, menorrhagia, alopecia, vaginal infection, nausea, rash and weight increased had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: sometime after implant of the essure device, she began to experience one or more of the symptoms, including, but not limited to. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received : previously reported events vaginal infection, vaginal haemorrhage, menorrhagia, alopecia, nausea, mood swings, headache, rash, dyspareunia, weight increased outcome updated to recovered. Treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 20185637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 4 (dates of live births: (B)(6)), cesarean section and preterm labor. Concurrent conditions included obesity, hypertension and seizures. Concomitant products included norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2010 for contraception as well as naproxen since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain") and nausea ("nausea"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and rash ("rashes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("painful intercourse / dyspareunia"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue, vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection, vaginal infection, migraine, nausea, rash, weight increased and weight decreased outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: sometime after implant of the essure device, she began to experience one or more of the symptoms, including, but not limited to. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hair loss, urinary tract infection, vaginal infection, migraines, nausea, rashes' were added. Lot number was added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.